Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock lead impedance measurements. No adverse patient effects were reported. No additional information has been made available at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the patient was brought into the clinic and evaluated. The impedances were normal during the in-clinic visit. The plan is to continue to check the patient at scheduled follow-ups.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported clinical observations.

Event description:
Subsequent information was received that the device was later explanted and returned 4 years later for unrelated reasons.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.